Event description:
Sales rep rec'd a phone call from dr concerning an issue with the anastoclip clip applier. The device was used on a pt in 2006 in an arteriovenous access case. Two months later, the pt was readmitted to the or for bleeding in the arm. The physician replaced the missing clips with suture.

Manufacturer narrative:
Sales rep stated the pt noticed the bleeding after falling down carrying his garbage cans down the street. The pt went to the or and dr who implanted the clips, did another procedure replacing the missing clips with suture. When the pt arrived at the hosp, he was bleeding vigorously. After contacting the dr, he stated that the cause of the incident may have been caused by not properly everting the vessel, thereby not properly seeding the clips. There is also the probability that the pt's fall was enough trauma for the clips to fall out. Two days later, the pt returned and he was bleeding from a different spot. There were no clips missing and a series of interpreter sutures were placed on the anterior wall. Dr stated that he will attend a training session by another surgeon. Sales rep went to another case completed by the same surgeon and no issues were seen. He has also completed a couple of other cases and no problems were seen. Although the device was not returned for eval, the device history records were examined and all mfg and qc steps were completed in accordance to the procedure.